Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during preparation for use, the colonovideoscope had a dirty connector. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed due to shortcut of circuit board unit, e218 (scope malfunction err) occurred and the scope cover unit was dirty due to water leakage. In addition, the following reportable malfunctions were identified during the device evaluation: foreign objects on the plastic distal end cover. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction is not established and due to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.